Event description:
We suddenly noticed that the paper tape we have used for years in dialysis was not sticking and pts needles were coming out. We assessed the way we were taping utilizing the chevron method. Many incidents were caught before the pts needle came out, however, we have had approx 5-6 incidents that the needle came out and there was a significant blood loss estimated at 200cc. Upon the 1st incident we notified all 10 of our facilities and that is when we started to see this was happening in several units. We collected the lot number and notified the company 3m who subsequently sent their nurses out to our facilities. We continue to have t... Upon follow-up with customer, six incidents of blood loss were confirmed ranging from 20 - 200cc. No blood transfusion was required.